Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that yesterday they started feeling a little sharp pain in their groin area, which they described as "a little electrical shock." The patient stated that the stimulation normally feels like a light pulsation in their groin area. The patient turned off the ins before they went to bed last night and no longer felt the pain, but they felt the pain, a tiny electrical shock, and a little bit of pressure this morning after they turned the ins back on. The patient noted that the tiny electrical shock happens randomly, and when they rub their finger along their groin area it feels like a constant little pain that doesn't go away. The patient also noted that they feel the electrical shock when they touch the left side of their butt. The patient did not have a fall prior to this event, and they didn't do any activities that involved excessive bending, twisting, or stretching. The patient did not make any changes to the stimulation level prior to this event. During the call, agent had the patient check the ins and they were on program a with stimulation level at 1.9. The agent reviewed that the patient could cons ider decreasing the stimulation level to see if that helps to alleviate the discomfort or try a different program, but the patient was hesitant to make any changes. The patient was redirected to their healthcare provider to further address the issue.